Event description:
Case description: batch numbers: novorapid penfill: (B)(6). Since last submission the case have been updated with the following information: -batch number of novorapid penfill (B)(6) and expiry date was added. -narrative updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose value of 500 mg/dl [blood glucose increased] novopen echo plus plunger is broken and the screen is broken [device breakage] did not administered insulin correctly [incorrect dose administered by device] battery is dead [device power source issue] problem is that the plunger does not work [device issue] case description: this serious spontaneous case from spain was reported by a consumer as "blood glucose value of 500 mg/dl(blood glucose increased)" with an unspecified onset date, "novopen echo plus plunger is broken and the screen is broken(device breakage)" with an unspecified onset date, "did not administered insulin correctly(incorrect dose administered by device)" with an unspecified onset date, "battery is dead(battery failure)" with an unspecified onset date, "problem is that the plunger does not work(device component defective)" with an unspecified onset date, and concerned a 54 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication". Patient's height, weight and body mass index (bmi) were not reported. Dosage regimens: novopen echo plus: novorapid penfill: medical history was not provided. On an unknown date, patient reported that the novopen echo plus plunger was broken, not working well. In addition, patient informed that the battery was dead and the screen was broken. Due to this problem, patient did not administered insulin correctly and has reached a blood glucose( blood glucose) value of 500 mg/dl, indicating that "patient was very bad". In addition, patient was asked if she has dropped the pen or similar and patient does not answer the question she insists that the main problem was that the plunger does not work. Batch numbers: novopen echo plus: mvg8j36 novorapid penfill: asku action taken to novopen echo plus was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "blood glucose value of 500 mg/dl(blood glucose increased)" was not reported. The outcome for the event "novopen echo plus plunger is broken and the screen is broken(device breakage)" was not reported. The outcome for the event "did not administered insulin correctly(incorrect dose administered by device)" was not reported. The outcome for the event "battery is dead(battery failure)" was not reported. The outcome for the event "problem is that the plunger does not work(device component defective)" was not reported. This report is for drug device combination product.

Event description:
Case description: investigational results: novopen echo plus, batch number: mvg6j36 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several mitigation codes indicating use of a needle with no flow were observed. Mcu reset due to power on and brown out were present. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Microscopic examination performed. Foreign glasslike matter was observed at joints round piston rod. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications the display shows "error" due to an unexpected reset of the pen memory function. This means that the injected dose was not visible in the display. When trying to set new dose the error message disappears. Furthermore, the current and all previous registered doses are not available any longer. As it was not possible to transfer the data of the registered doses prior to the reset, the data was also missing in the recorded dose log displayed in the app. However, the issue has no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was due to an error at novo nordisk damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragment(s) observed in the pen mechanism. Due to the damaged penparts the piston rod was difficult to operate. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system the observed problem could not be related to any novo nordisk processes and was a result of accidental damage/ unintended use of the device. Novorapid penfill batch number mr7jl88 a visual examination of the returned product was performed. The returned cartridge was tested for delivery with a novopen echo and a novo nordisk needle. During testing it was possible to deliver preparation. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Chemical analysis of the returned sample(s) was performed. The result was within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Since last submission the case have been updated with the following information investigation results were added -is non-reportable updated in device tab. -relevant fields in EU/ca and device addendum tab were updated. -no further information available updated -narrative updated accordingly. No further information available final manufacturer's comment: 20-mar-2024: the suspected device novopen echo plus with a novorapid cartridge has been returned to novo nordisk for evaluation. On preliminary examination, piston rod was difficult to retract. Microscopic examination revealed foreign glass-like matter at joints round piston rod. Damaged pen parts were observed because of the use of a cracked or broken cartridge in the device and glass fragment(s) observed in the pen mechanism. The device display showed "error" message due to unexpected resetting of pen memory function. There are no fault or malfunction on the pen. The electronic display is warning the patient that he/she is using the pen wrongly as the patient is injecting with a blocked needle attached. The patient will not receive any insulin and could experience a hyperglycaemic event. H3 continued: evaluation summary novopen echo plus, batch number: mvg6j36 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several mitigation codes indicating use of a needle with no flow were observed. Mcu reset due to power on and brown out were present. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Microscopic examination performed. Foreign glasslike matter was observed at joints round piston rod. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications the display shows "error" due to an unexpected reset of the pen memory function. This means that the injected dose was not visible in the display. When trying to set new dose the error message disappears. Furthermore, the current and all previous registered doses are not available any longer. As it was not possible to transfer the data of the registered doses prior to the reset, the data was also missing in the recorded dose log displayed in the app. However, the issue has no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was due to an error at novo nordisk damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragment(s) observed in the pen mechanism. Due to the damaged penparts the piston rod was difficult to operate. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system the observed problem could not be related to any novo nordisk processes and was a result of accidental damage/ unintended use of the device.